Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026, at 9:38 am with wearable serial number (B)(6). The sensor session lasted 8 days and ended due to an algorithm detected failure on (B)(6) 2026. There was no bg calibrations attempted during the sensor session. On the date of the reported event (B)(6) 2026, around 1:00 pm, the egvs were falling and an urgent low soon alert was triggered at 1:48 pm with the audio volume starting at 10% then escalating to 100%. This alert was not acknowledged and transitioned to a low glucose alert a few minutes later at 10% audio volume. This alert was not acknowledged and repeated every 5 minutes until 3:13 pm when the egvs rose above the low threshold. All alerts were found to have performed as intended. The lowest egv recorded during the time period in question was 68 mg/dl. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient¿s spouse, on 03/06/2026 at 1:00 pm, they were out at a restaurant with family. While ordering, the patient was going in and out of consciousness. During that time, the mobile app was not sounding an alert that he was hypoglycemic (no exact value). The set value for the patient's low alert was 70 mg/dl. They tried giving him some sugar packets orally to bring his sugar up. The patient then had to use the restroom and was accompanied by his cousin and brother. While in the restroom, he passed out. No fingerstick was taken when the patient passed out. The cousin and brother gave him candy bars while someone at the restaurant called 911 for assistance. When the paramedics arrived, the cgm was 62 mg/dl but she could not recall the bg reading. The patient was taken to the hospital. He arrived there at about 1:45 pm. At the hospital, the patient regained consciousness. The reporter cannot remember the bg and cgm readings at the emergency room (ER). The patient was treated with sugar orally and juice. The patient stayed at the hospital for about 12 hours and was discharged by 1:45 am march 7. At the time of the call, the patient was better but tired. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.